Event description:
It was reported that immediately after opening the package, the customer noticed the male luer-lock connector was cracked. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The returned sample was received in used conditions without its original packaging. The sample was received with a cut. The sample was visually inspected at a distance of 12inches to 24inches under normal conditions of illumination. Cracks were detected in the female luer. The root cause could not be determined with the provided information. It is unlikely that the damage occurs in the manufacturing process. No corrective actions are required since it is unlikely that the damage was caused during the manufacturing process.